Event description:
Dr. At hospital explanted a right triathlon knee originally done by a different dr. At another facility. It was believed that the knee in was already revised tibia. The tibia was a universal baseplate with two 10mmm augments. No other info was available. This was due to infection so this was a first stage explant to cement spacer. Original was a cr femur.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 5517f502 ,triathlon p/a cr beaded #5r, lot lx97b, 5552-l-350, tritanium patella-asymmetric, lot nd281, 5521-b-400 ,tri ts baseplate size 4, lot h4h3ra, 5560-s-112, tri cemented stem 12mmx50mm, lot 0115218m, 5546-a-401, tri lm/rl tib aug sz4 10mm , lot erhlf8d, 5546-a-402, tri rm/ll tib aug sz4 10mm, and lot erdvv2a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.